Event description:
It was reported that the right ventricular (rv) lead had a possible undersensed beat noted on the current electrograms (egm). It was further reported that it was observed on the interrogation history that approximately 1 1/2 years previously the lead exhibited a high threshold but that the most recent measurements were within the expected range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 crt-d, date of implant (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.